Manufacturer narrative:
Investigation results completed on a smiths medical pneupac¿ parapac plus . Device arrived in good physical condition. Testing was done and complaint on tital volume could not be duplicated and no fault found. No repairs needed and device passed all testing.

Event description:
Investigation results completed on ventilators/pneupac ventilators parapac plus .

Event description:
Information was received indicating that a smiths medical pneupac¿ parapac plus tidal volume was found to be on the high end. No reported adverse effects.